Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the nc emerge balloon catheter. There was blood in the inflation lumen and balloon. The balloon, tip, shafts, hypotube, and bonds were microscopically and visually examined. The balloon was loosely folded. Microscopic examination of the balloon revealed a 10mm longitudinal tear in the balloon wall at the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. The distal tip was damaged. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 29-nov-2016. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 2.50mm x15mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed longitudinal balloon tear.